Event description:
A pt was reported to have received v.a.c. Therapy and wall suction to close left foot gangrene and to protect a skin graft on a separate wound. The report indicated that the pt had maceration as a result of fluid collection in the wound and the skin graft did not take.